Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced extreme low blood glucose while using the ilet and requested a return. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no reported medical intervention, and no reported alarms. Investigation included internal review of the complaint and return logistics for the device. Investigation of this case revealed no device malfunction identified to date and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.